Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The blood glucose reading was unknown. It was stated that the drive support cap was loose. There were no significant events prior the alarms. The customer confirmed that they have a back-up plan. The insulin pump was not replaced.